Event description:
It was reported, to medtronic minimed. That the customer, experienced charge/battery lasts less than expected, battery cap contact missing/damaged, keypad/button unresponsive/button error, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported, no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, no product return is required for mmt-1884l, no product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 10/17/2024 07:38:52.000, fault 11: 10/17/2024 04:30:00.000 and fault 73: 10/17/2024 03:59:00.000 were found in the history files and traces. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/16/2024 18:28:01.000 and 09/29/2024 06:04:00.000. With reference to the battery duration failure analysis instructions and the battery calculation calculator, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of oct 21, 2024 or two days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 2 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). Charge/battery lasts less than expected was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Unable to confirm battery cap contact missing/damaged due to receiving pump with no battery cap. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.